Event description:
It was reported that the patient's right ventricular (rv) and right atrial (ra) lead were capped and replaced on (B)(6) 2008 due to unspecified reasons. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.